Event description:
It was reported that the patient presented for single chamber pacemaker implant procedure. During the procedure, right ventricular lead to be implanted exhibited inadequate capture, failure to sense, and r-wave amplitude variation. The right ventricular lead was replaced during the procedure on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported events of high pacing threshold, loss of sensing and r-wav amp variation were not confirmed. A complete lead was returned in one piece. Electrical tests, visual inspection and x-ray examination did not find any anomalies.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The reported events of high pacing threshold, loss of sensing and r-wav amp variation were not confirmed. A complete lead was returned in one piece. Electrical tests, visual inspection and x-ray examination did not find any anomalies.